Event description:
Per complaint (B)(4), a fracture was discovered in the head of a dental implant while removing the closure cap during the second surgery following initial placement. The implant was removed and replaced. The patient did not experience adverse consequences.

Manufacturer narrative:
Followup report is to notify of device evaluation results.